Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "suspected of bia-alcl" and "contracture where is presenting baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected of bia-alcl" and "contracture where is presenting baker grade IV."

Event description:
Healthcare provider reported "patient that presents pain and volumetric increase in the protheses for 2 years," "suspected of bia-alcl" as well as "contracture where is presenting baker grade IV." This is for the left side. Device remains implanted. Pathological markers confirming alcl have not been received.